Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
A (B)(6) year old female patient who underwent primary breast augmentation with two 500cc mentor memorygel breast implants, suffered several unexplained systemic symptoms: left breast is bigger than right breast, constant tightness going up in left armpit when laying a certain way, hair loss, fast heart rate, nausea, bloating hands and feet that swell for no reason, tachycardia, and hashimoto's disease. The patient had lab work from the year before with doctor's notes showing they were okay, but all of a sudden they were diagnosed with hashimoto's disease. The patient is taking unspecified medications for both the tachycardia and hashimoto's disease. The patient experienced breast pain on and off and had mammogram done in early 2019. On may, they almost fainted at (B)(6) due to chest pain and had to go to an emergency room. Now, the pain is getting more intense. The patient reported that their physician stated that their body is fight off thyroids or something, even if their tests all come back good. The patient also had an ultrasound, with reports coming back as normal, except for density. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.